Event description:
A patient underwent a procedure and a piece of the snare broke off in the patient's uterus. Consultant managed to retrieve it. Patient outcome not provided by the reporter.

Manufacturer narrative:
(B)(4). No known consequences to the patient was reported. Event evaluation: is still under investigation.